Event description:
It was reported that right hip revision surgery was performed due to femoral neck fracture.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to femoral neck fracture. During revision surgery, the bhr head was removed alongside the remaining bhr cup. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. The primary surgery was performed in (B)(6) 2012 with the 1st revision just one month later secondary to trauma. Based on the available information, the root cause of the 1st revision was likely as reported; from the trauma suffered by the patient. Based on the available information, the proposed root cause for this complaint is an adverse incident due to the patient sustaining a trauma which resulted in femoral neck fracture. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.